Event description:
On (B)(6) 2010, the patient's mother reported the infusion device displayed an e2 (battery depleted) error without first displaying an a2 (battery low) alert on (B)(6) 2010. This was verified in the infusion device alarm history. An alkaline battery was in use at the time of the incident and the battery type was properly programmed in the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The battery in use at the time of the incident was discarded. The infusion device was replaced and the infusion device and battery cover were requested to be returned for evaluation.